Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a photo was received by our quality team for evaluation. Upon visual inspection of the photo, separation could be observed; therefore, the incident could be verified. A device history record review could not be performed due to no lot# received. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated. The following information was provided by the initial reporter: material no: ms3500-15 batch no: unknown. It was reported tubing is separating below drip chamber. I have never had this problem prior to this week, ever. The tubing on the secondary set is separating from the drip chamber at the connection point just below the drip chamber with literally no pulling at all, it just falls out. I was wondering if this is a known quality issue, or possibly a bad lot of product. Luckily, this has not *yet* happened during a treatment, but has been discovered either before or after a treatment, so no patients have been affected. I have notified my team, and our interim solution will be to check each kit by gently pulling on the line and drip chamber to verify secure prior to using the set for a patient treatment. I'm hoping this is an isolated incident, but it is very unusual for us to have had this happen 3 times in one week, when it has never happened previously in hundreds of sets used.